Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8198687. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-17. Medical device lot #: 8313653. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-09. Medical device lot #: 8177936. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-26. Medical device lot #: 8352845. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-18. Medical device lot #: 8115524. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 10 ml syringe slip tip filled with air when plunger was retracted and produced air bubbles and blood. This occurred on 284 occasions during use. The following information was provided by the initial reporter: when making the extraction, air enters the syringe, they cannot determine if it is through the plunger or the connection with the needle. It is not the whole lot, it happens in one every 10 approximately. 08/09/2019: additional information received from the sales rep. When the plunger retracts, it fills with air, producing bubbles and providing a small amount of blood. Date of receipt of the claim: 07/25/2019. Event date of the event / incident: (B)(6) 2019. Quantity of product involved; 10 ml syringes - 284 units.

Manufacturer narrative:
H.6. Investigation: the investigation performed analysis of the retention sample of the lots indicated in the customer complaint. Analysis of the batch history, quality notifications and maintenance records did not find quality deviations. We inform that for bd products the production processes are validated according to established criteria aiming at meeting the requirements. Photos were returned and the complaint could be observed. The 10 ml cylinder after the injection process is transported via tube (pneumatic transport) to the assembly silos. It was observed that during this transport there is the possibility of nozzle deformation caused by the impact of the nozzle during transport to the assembly area. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip filled with air when plunger was retracted and produced air bubbles and blood. This occurred on 284 occasions during use. The following information was provided by the initial reporter: when making the extraction, air enters the syringe, they cannot determine if it is through the plunger or the connection with the needle. It is not the whole lot, it happens in one every 10 approximately. 08/09/2019: additional information received from the sales rep. When the plunger retracts, it fills with air, producing bubbles and providing a small amount of blood. Date of receipt of the claim: (B)(6) 2019. Event date of the event / incident: (B)(6) 2019. Quantity of product involved; 10 ml syringes - (B)(4) units.